Event description:
Since I have had this placed I have had uncontrollable bleeding from (B)(6)2013- (B)(6) 2013 I had bleed non stop only to be given birth control pills to stop the bleeding which did not work, since (B)(6) to date I still have abnormal periods I can bleed for 2-3 weeks and stop for a couple days and then it will start over again. Along with the bleeding I have sharp pains on my left side, it feels like labor pains or a knife being twisted inside. I have a hard time having bowel movements as well as urinating at times it feels like my insides are on fire. I have numbness spells that come and goes from my arm to my fingers or my legs. I have a short attention span and it is really hard for me to concentrate or remember certain things. I have migraines every day. My anxiety is really bad especially when I am in pain. Which is an everyday occurrence. I get really bad chest pains/ heartburn almost everyday. My knees and hips get really bad pains in them. Sometimes it feels like I something sitting on my bladder and other times it feels like something is trying to crawl out it hurts so bad. I have a abnormal amount of hair loss. I have been to two different doctors and keep getting the same result of just being prescribed birth control pains for the bleeding and pain. I have finally been approved by my doctor to have a hysterectomy to have this device taken out.